Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and single board computer were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not turn on (boot up). There is no report of pt injury associated with this event.